Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer overcompensated the food bolus for the carbohydrates that were consumed (use error). The customer's blood glucose (bg) level dropped to 30 mg/d and sugary food was consumed to address the bg level.